Manufacturer narrative:
The pushwire and catheter were returned for analysis without the stent as it was reported to remain in the patient. No issues were found with the pushwire, marker coil and proximal marker. The device appeared to have separated at the proximal marker band. The proximal marker band was soaked in alcohol. However, the marker band was lost and no additional analysis could be conducted. The catheter was found kinked at the distal end. The catheter was flushed and found patent. No other anomalies were observed. Based on the device analysis, the customer¿s report of ¿device separation¿ was confirmed, as the pushwire was found detached from the stent. It is possible that the ¿moderately tortuous¿ vessel may have contributed to the resistance during retrieval; subsequently causing the stent to be pulled beyond the maximum tensile specification resulting in a detachment. However, the root cause could not be verified, as the stent was not returned. Per the solitaire fr instructions for use (IFU): ¿to prevent device separation: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration.¿ the lot history record review showed no discrepancies that would have contributed to the reported event. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The patient exact age was not provided. It was only reported that the patient was in the (B)(6) year range. The device was not returned for analysis. When the device is received a supplement al report will be submitted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a mechanical thrombectomy procedure, the solitaire stent unintentionally detached from the pushwire upon the second retrieval. The patient was undergoing a mechanical thrombectomy procedure for an acute occlusion of the left middle cerebral artery (mca) the vessel was moderate in tortuosity and diameter side. The physician made the first pass, but was unable to capture the clot. Therefore, the physician navigated an aspiration catheter to the top of the internal carotid artery for a second mechanical thrombectomy retrieval. The physician was successful in delivering the devices. However, the physician felt strong resistance upon resheathing and retrieving of the stent with the microcatheter. The device was reported to have separated from the pushwire. The separated stent was left within the left m1 to the m2 of the mca. The target vessel was not revascularized, as the procedure was aborted. Medical intervention was not required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.